Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has been returned to the service department of olympus (thailand) co., ltd. (Oth) for inspection. The inspection confirmed followings; -the gas filter and air filter were worn and had expired. -there was a dirty stain on the lid. -there was no water filter. -there was a dirty strain on the sink and other parts. -an opa(ortho-phthalaldehyde) test of the disinfectant in the device was done and failed. The disinfectant was not active. -atp(adenosine tri-phosphate) tests were conducted at 10 locations such as device connectors and sinks, but all passed. Bacterial volume was less than 200 rlu at all test locations. Oth said the parts need to be replaced and the device cleaned. The following information was obtained from the customer. -in the culture test reported in b5 of initial MDR, the customer found a little bit volume of ¿microbacterium cosmeticum¿ in the pcr test. The quantity value is not shown. -the doctor does not take any action or additional treatment for the patient. Training for this customer on this device took place on (B)(6) 2020. This participant was one of the main members of the reprocessing process. Upon being notified of the infection, oth retrained this customer about reprocess methods and caution on (B)(6) 2021. After the training, a test was conducted to confirm the customer's knowledge. Oth will train the customer again before oth returned the device to the customer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the investigation results, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; -the endoscope was cleaned and disinfected when the disinfectant concentration was not active. -the customer continued to use the device without cleaning it. -the customer continued to use this device without using a water filter. The instruction manual provides preventive measures against the reported misuse. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to an olympus repair center for inspection. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the device was positive on the auxiliary water/elevator wire channel connector. The user facility did not provide other detailed information such as the number and the type of microbes.